Event description:
Procedure type: colectomy. According to the reporter: the surgeon performed a colectomy. Six days after the surgery, the pt experienced severe pain, and x-rays showed fluids, so the surgeon observed an incomplete staple line with a fecal leak. Following the reoperation the pt was transferred to a different hospital; she expired at that hospital six weeks after the reoperation. Cause of death has not been identified, nor have exact dates of operations. No add'l info is available at this time.

Manufacturer narrative:
(B)(4).